Manufacturer narrative:
Investigation: the material was investigated visually. When inspecting the broken area you can see an inhomogeneous appearance of a weldseam. Batch history review: the device history file has been checked and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the investigation, the root cause is most probably based on a design deficiency. Rational: in december of 2014 the material of the coupling ring (B)(4) has been changed from (B)(4). Corrective action: since the material change correcting the root cause was finished in december 2014, no further action needs to be taken.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that on (B)(6) 2017 it was found during the functional check in the pack area. The parts of a screw was missing. The saw was applied to the opening of the thoracic cavity. Since a patient risk can not be ruled out, the responsible surgeon was promptly informed personally. An x-ray control of the patient was performed. When the rdg is loaded, the loss of the screw is not noticeable. No screw parts were found when examining the screens in the pumping sump of the rdg.